Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx3810mlc was removed on (B)(6) 2019 due to failure to osseointegrate 7 months and 11 days after implantation. The patient has history of tobacco use and diabetes. The patient required bone augmentation for the surgery. The doctor noted bone resorption during explantation. The patient has recovered without complications.